Event description:
It was reported that the cutter unit produced metal flakes during a case. It was further reported that the doctor switched the handpiece to the forward option and the cutter continued to produce metal flakes. Further, it was reported that the patient's procedure was completed successfully and at this time, there are no reported adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.